Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off while customer was on vacation. The customer was taken to the emergency department and subsequently admitted to the intensive care unit due to a blood glucose of between 360 and 380 mg/dl and high ketones. Customer was treated with intravenous insulin and saline. Reportedly, at the time of report, the customer had not yet been discharged from the hospital; however, stated the issue was resolved and there was no permanent damage. Customer declined additional follow-up, therefore no additional information was known or reported.